Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did confirm the reported observation of tissue/blood stuck in helix based on the observation of blood/tissue found in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Furthermore, the susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was case of an attempted implant due to a tissue in the helix. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported

Event description:
It was reported that this right ventricular (rv) lead was case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.